Event description:
Healthcare professional reported "preimplant effusions" and "capsular thickening"..

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified, deformation, red particles on the shell, and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "fluid buildup" and an "exchange from textured to smooth due to concern with the product." The device remains implanted.